Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 12/20/89 and removed on 8/7/96 due to "fluid loss" secondary to a "tubing fracture." A resipump and two cylinders were returned for evaluation. Examination and testing of the returned components revealed a complete separation of outlet #1's exiting tube, confirming the dr's observations of a "tubing fracture." Examination of the surfaces of the separation, both on the outlet and cylinder side, revealed markings characteristic of stress(s) induced rending. The obvious separation of components at this site would allow leakage, further confirming the dr's observations of "fluid loss." Based on qa's examination and the dr's observations, qa concluded that while in-vivo, sufficient stress(s) were exerted to rend the tubing at the noted site. This rent would allow the loss of fluid, rendering the device inoperable.

Event description:
Per the info provided to co through its international rep, the device was removed due to "fracture of tubing", secondary to a "fluid loss". The entire device was removed and replaced with another 2-piece inflatable penile prosthesis.